Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus/basal. Customer's blood glucose was unknown. The customer reported the insulin pump had a motor position encoder error alarm. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was found a motor error alarm occurred two times in the last 30 days. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion test due to the motor error alarms. Unable to confirm other error alarms due to overwritten history file. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.